Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - compact plus. (B)(6) ¿ nano.

Event description:
Customer reportedly received the following results, with two different meters, within 10 minutes: 356 mg/dl (compact plus) and 110 mg/dl (nano). No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.